Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician noted intermittent pacing spikes, erratic capture and a loss of sensing with the implantable pulse generator (ipg). The device had been at low battery status for a year, and was near end of life (eol). It was decided by the patient and cardiologist that the pacemaker would not be changed out. The pacing rate was turned down, as the patient had normal sinus rhythm and did not need pacing. The device remains in the patient. No patient complications have been reported as a result of this event.